Event description:
The pt was implanted with an ams miniarc sling to treat her pelvic organ prolapse and/or stress urinary incontinence. It was reported that the pt experienced "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.